Manufacturer narrative:
Product complaint # (B)(4). The purpose of this MDR submission is to report the findings of the device investigation. Based on the product analysis on the device received, the inner channel and outer cage are kinked. The findings meet regulatory reporting criteria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Complaint conclusion: as reported by the field during a mechanical thrombectomy, an embotrap ii 5x21 revascularization device (et007521, 21a015av) was used for the first pass without problems. The clot material was removed, and the device was cleaned. When using embotrap for a second pass, the device could not be introduced into the microcatheter (mc) and advanced therein. The resistance was first felt at the microcatheter hub. The embotrap ii was used in combination with sofia plus 131cm and headway21 microcatheter (156cm). The complaint device was put aside and a new embotrap iii (5x22mm) was used without any problems with the same mc. The intervention was completed successfully without any problems. There was no patient injury reported. Additional information indicated that the device did not appear damaged at any time. There was nothing noted to be obstructing the microcatheter. A continuous flush was maintained. No excessive force was applied to the device. The initial examination of the returned embotrap device identified deformation of the distal section of the outer cage of the embotrap device. No further damage was noted at any other locations on the device. The visual inspection also indicates that the returned embotrap device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. The damage noted during the visual inspection under magnification i.e. Kinked struts of the distal sections of the outer cage and inner channel are consistent with attempted delivery into a microcatheter against significant resistance. The returned embotrap device was successfully passed through a 0.0195¿ ID tube, confirming that the profile conformed to the specification for compatibility with 0.021¿ microcatheters. The ptfe insertion tool was dimensionally inspected and found to be within specification for the inner and outer diameter. Device insertion and delivery assessments were performed using the returned embotrap device and a sample headway 21 microcatheter. The returned embotrap device failed to deliver into the lumen of the sample headway 21 microcatheter, confirming the complaint event. During the complaint event recreation, it was noted that attempting to advance the device against resistance resulted in bending of the distal struts of the device. A sample undamaged embotrap device was successfully delivered through the headway 21 microcatheter, confirming an undamaged embotrap device can be successfully delivered into a headway 21 microcatheter. Device insertion and delivery assessments were also performed with a sample embotrap device and sample headway21 microcatheter. These assessments demonstrated that failure to seat the insertion tool correctly can result in failure to deliver the device through the headway21 microcatheter hub. Device damage consistent with that observed on the returned device (i.e. Damage to the distal struts) was recreated by advancing the device against significant resistance while loading into the microcatheter hub with poor seating of the insertion tool. A device history review of the manufacturing documentation associated with this lot 21a015av presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The returned embotrap device exhibits key characteristics which are consistent with advancement of the device against significant resistance. A visual examination of the microcatheter used during the complaint event was not possible as the microcatheter used during the complaint event was not returned for examination. It is determined that a probable root cause is failing to maintain correct seating of the insertion tool either initially or through the rhv seal not being fully tightened thereby allowing some movement of the insertion tool in the rhv during device delivery. As demonstrated, attempting to deliver the embotrap device without fully seating the insertion tool can result in failure to deliver in the microcatheter hub. Damage to the device consistent with that observed on the returned device can occur if the resistance to advancement occurs at the distal most part of the embotrap device, as recreated by poor seating of the insertion tool during advancement of the embotrap device into the microcatheter. Delivery of an undamaged embotrap device through a headway 21 was confirmed during the complaint investigation. This confirms that an undamaged embotrap device fully seated in the headway 21 microcatheter hub can be successfully delivered. There is no indication that this complaint was as a result of a defect with the embotrap device. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time

Event description:
As reported by the field during a mechanical thrombectomy, an embotrap ii 5x21 revascularization device (et007521, 21a015av) was used for the first pass without problems. The clot material was removed, and the device was cleaned. When using embotrap for a second pass, the device could not be introduced into the microcatheter (mc) and advanced therein. The resistance was first felt at the microcatheter hub. The embotrap ii was used in combination with sofia plus 131cm and headway21 microcatheter (156cm). The complaint device was put aside and a new embotrap iii (5x22mm) was used without any problems with the same mc. The intervention was completed successfully without any problems. There was no patient injury reported. Additional information indicated that the device did not appear damaged at any time. There was nothing noted to be obstructing the microcatheter. A continuous flush was maintained. No excessive force was applied to the device. Based on the product analysis on the device received, the inner channel and outer cage are kinked.